Manufacturer narrative:
Updated fields - b4, d9 device available for evaluation and date return to manufacturer, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component code, investigation conclusions), h11. Corrected field: e1 event site telephone number. The customer reported that during the procedure, the balloon tip became deformed and bent. An attempt was made to insert it, but it could not pass into the artery. The product was returned with the membrane completely unfolded and blood was observed on the exterior. One kink was observed on the catheter approximately 76.6cm from the iab tip. A visual examination did not reveal a any damage on the iab tip. A laboratory guidewire insertion test was performed with no difficulty or restriction. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed, and no leaks were detected. The reported failure of ¿balloon tip bent¿ cannot be confirmed by the evaluation. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. Each iab manufactured is 100% inspected and the controls put in place during the manufacturing of the iab would catch a defect and not allow non-conforming device to be released. The trend review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.

Event description:
It was reported that during procedure just before tip of the balloon is deformed and bent which was insertion tried, but it did not pass inside the artery. Patient was involved. No harm reported.

Manufacturer narrative:
Due to character limit in e1 event site address is (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).